Manufacturer narrative:
Foreign zip code: (B)(6).

Event description:
It was reported that second peek implant failed to deploy during case. T1 was removed from the patient. A backup device was available to complete the procedure with no delay or patient injuries.

Manufacturer narrative:
Due to no product return the complaint could not be ultimately confirmed. Definitive conclusions, accurate investigation and evaluation are not possible without product to evaluate. No further actions pursued at this time. A review of the device history record shows there are no indications to suggest that the product did not meet manufacturing specification or would not be able to perform as intended. Complaint history search revealed no additional complaints for this production lot. Corrected data: us state sent in the initial MDR is mistaken, it should have been left blank as reporter is from (B)(4).